Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints for this order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from patient's right eye due to blurry for distance, intermediate and near vision. Replaced with a non-johnson and johnson intraocular lens (iol). There was no incision enlargement, no vitrectomy and no sutures done. Patient doing well. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: nov. 3, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to blurry vision could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "hm-blurry vision" was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.